Manufacturer narrative:
The patient was scheduled for additional follow-up. Additional information was received indicating the patient had never received therapy from the device and elected to have tachy therapy programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited low out of range shock impedance measurements. Measurements were typically around 59 ohms with only two measurements below 20 ohms noted within a couple weeks time. Brief episodes of noise were also stored however noise could not be recreated in clinic. Boston scientific technical services (ts) discussed the possible causes and troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted and returned for analysis. No adverse patient effects were reported.